Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there are large discrepancies between her sensor glucose and blood glucose readings that are unnecessarily activating her insulin pump's threshold suspend feature. The patient's sensor glucose at the time of incident was 88 mg/dl, which caused her pump to suspend when her blood glucose was actually 324 mg/dl. The customer attempted to calibrate the sensor but then received a calibration error. Troubleshooting was initiated for the calibration error. The customer stated that she was sitting down playing cards on a boat. Customer removed the sensor and found that it was not bent. The sensor has since been returned for analysis and a replacement sensor was shipped to the customer.